Event description:
It was reported in an abstract that a total of 73 patients with vertebral compression fractures underwent balloon kyphoplasty procedures (bkp) over a 42 month period. The primary diseases included primary osteoporosis in 8 cases, parkinson¿s disease in 1, and rheumatoid arthritis in 2. The treated levels ranged from th6 to l5; in 8 (10 vertebrae) out of the 11 cases, a region equivalent or inferior to the thoracolumbar spine was treated. All cases with an adverse event requiring reoperation were allocated to either group 1, 2, or 3 by cause of reoperation. It was reported that there were seven cases of "early postoperative refracture" (group 1) that required reoperation. Each patient reportedly received bkp and simultaneous spinal fusion via anterior posterior approaches, respectively. No other information was reported.

Manufacturer narrative:
Literature citation : h. Morisue, et al. "Clinical results of revision surgery for patients who have undergone balloon kyphoplasty". 1404-02; 2-p50-2. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.